Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a revision surgery due to a damaged urethra, which was caused by erosion from catheter. The device was removed and replaced. No further patient complications were reported.